Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding the patient. It was reported that the patient was only getting 2 coupling bars, and having difficulty charging. It was noted that repositioning the antenna did not resolve the issue. Antenna locate indicated that the implantable neurostimulator (ins) was not too deep; 32 on the left and 40 on top. Another recharger was used, but also did not resolve the issue. The rep mentioned that it is possible that the ins flipped, and recommended that the patient have an x-ray done. The rep is to discuss a possible x-ray with the physician. It was noted that the patient has had poor coupling since implant. No further complications or patient symptoms were reported. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative reporting that an x-ray was ordered by the patient's doctor to see if the battery was flipped. It was reported that the rep was walked through the antennae locate several times and a different charger was tried out to see it could get a better connection but nothing worked. They were still waiting to for the x-ray from the patient's doctor. It was stated that at that point they will be able to determine if the battery had been flipped. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that they couldn't determine with certainty if the battery had flipped. It was reported that the patient had an appointment with their implanting surgeon's physician assistant (pa) a week or so ago and the pa did not seem to be concerned about it and wanted to wait until the patient's next appointment in september to revisit the problem with charging if it was still there. In regards to the patient only being able to get two coupling bars, it was reported that the patient was put in touch with patient services and at that time they sent them a new charger. It was reported that they were then able to get 4 bars. It was reported that the rep asked the patient to call patient services again to see if they had any additional instructions/advice. It was stated that the patient's implant surgeon was out on medical leave until the middle of the month, and that hopefully they would be able to get better/more answers upon their return to work. No further complications were reported/anticipated.